Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the consumer who reported that they have been having ongoing problems with their ¿communicator¿. The patient stated last night they were up for 2 hours and ¿couldn't get it to turn on and this morning after fighting with it for 26 minutes they finally got it to connect¿. The patient also mentioned they had to go to dental surgery and their back has been hurting quite a bit so they've been using it a lot more. The patient stated their doctor always asks them why they don't use their bolus and it was because they can't get the communicator to work most of the time. The patient mentioned they turn it off totally and back on and it doesn't work and it started again just now when they were trying to activate the bolus like they called before. The agent asked the patient to unlock the handset and the patient said it showed how much time before they could get the next bolus. The patient confirmed they were able to connect to the device and it turned on but it had been a while. The patient noted that sometimes they go into a different room away from all of their charging devices because they thought maybe those were interfering with it but that didn't seem to be the issue. The agent confirmed the patient was experiencing a 90% lag and walked the patient through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue. Boluses per day: 4.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and clonidine via an implanted pump. The patient reported that they were having more and more problems with the external devices. The patient said that they had a hard time getting the handset to turn on. The patient also said that once the communicator was in place over the pump, it took forever to get connected to the pump and they had to "keep hitting the handset and the communicator¿. The patient stated that the issues were a lot worse than they used to be. The patient then stated that they had difficulty connecting, but once the external equipment was connected to the pump, the handset would say that the pump couldn't be read, so they would reposition the communicator, but they didn't have much hand strength to do this because they had arthritis in their hands. The patient stated that they were currently connected to the pump, and they saw that the bolus was unavailable. The patient then stated that they weren't using the devices much due to the issues with the external equipment. The patient then said that the handset screen went black, and they had to turn it back on. The agent reviewed data with the patient and guided the patient through clearing the data. The agent then guided the patient through connecting to the pump, and the patient saw ¿no pump found¿. The agent reviewed and had the patient reposition the communicator. The patient then said that ¿if they walked away from the charger, they would get better reception¿. The agent noted that it was unclear what the patient exactly meant by that statement. The patient was then able to connect to the pump without any lag or issues. It was noted that the troubleshooting steps that were taken on the call resolved the issue. When asked for the event date, the patient said that it had been quite a while and that it was maybe a couple months. The patient also stated that they had been having a lot of pain in their back and they hadn't been able to use the devices/bolus due to the external equipment issues.